Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user contacted beta bionics for assistance navigating the ilet after accidentally pressing the fill tubing page. The user reported a concurrent low blood glucose (bg 69 mg/dl) and followed their trainer¿s action plan, treating the low with cranberry juice and a cheese stick. Bg rose above 70 mg/dl and stabilized by the end of the call. The agent reviewed the user¿s current action plan, and since the user stated that their correction plan may not always resolve lows, the agent recommended discussing possible adjustment with their healthcare provider. No external assistance or medical intervention occurred.